Manufacturer narrative:
Additional information was received that, in the surgeon's opinion, the lack of leaflet motion was due to a malfunction of the device, not due to patient anatomy or tissue. A rotation of the valve was performed per the instructions for use (IFU) but this did not resolve the issue.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the event could not be determined as the device has not been returned for analysis at this time. A supplemental report will be filed if the device is returned for analysis.

Event description:
Medtronic received information that during the implant of this mechanical heart valve, it was noted that the leaflets on the valve did not open properly after being sutured into the patient. It was not reported whether there was a suspected issue with impingement due to patient anatomy or attempted mitigation of the issue by rotating the valve. Another manufacturer¿s valve was successfully implanted with no adverse patient effects.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve did not show evidence of impingement, which can contribute to leaflet motion. The valve was discolored showing evidence of blood contact. Both leaflets appeared to be intact with no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms appeared intact. The inflow and outflow orifices appeared intact with no evidence of damage. Using a blue actuator to test leaflet movement, the leaflets appeared to move without difficulty. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. The sewing ring was removed by systematically undoing the stitching to expose the stiffening ring window. The lock wire was pulled out and the stiffening ring removed from the orifice. The serial number was verified. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported event could not be determined. Based on the analysis, the complaint could not be confirmed and no evidence of a leaflet motion issue was noted.

Manufacturer narrative:
It has been reported that the device will be returned for analysis. A supplemental report will be filed upon completion of analysis/ investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.